Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked with the twist clamp closed. This occurred during use for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye, noted a one leg of the occlude feet was broken on the main body. Functional testing including clear passage testing was performed, with no issues noted. Leak and clamp function testing was performed, which identified the occlude feet leaking through the transfer set with the clamp in the closed position. The reported condition was verified. The cause of the cracked/broken occlude feet could not be determined. However the damage is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.